Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Code of 4581 was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. Peritonitis is a known complication of a peg tube/j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In january 2023, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On day one of titration, the patient was complaining of pain around the peg site to the left side around his ribs. A CT was done showing a collection of fluid and air around the peg site going into the left side towards the ribs. The patient was given analgesia and was started on IV amoxicillin, metronidazole and fluids.